Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with this type of procedures and are indicated as such in the device instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a water vapor therapy. The patient received 5 treatments to the 40g prostate middle lobe. Approximately three months post the index procedure the patient went to the emergency room for urinary symptoms, severe pain, and urinary retention. The patient underwent a cystoscopy, and it was identified they had an elevated middle lobe. Pharmacological treatment was administered, and a catheter was inserted was inserted to improve urinary retention. Later, the patient had expulsion of necrotic prostate tissue measuring 3 1/2 centimeter in length and 2 1/2 inches in diameter. Therefore, patient went to the emergency room to consult again. The patient is under monthly follow-up with a different urologist. It was noted that in the last cystoscopy identified, an obstruction, an elevated middle lobe, and a 30g prostate gland.

Event description:
It was reported that the patient underwent a water vapor therapy. The patient received 5 treatments to the 40g prostate middle lobe. Approximately three months post the index procedure the patient went to the emergency room for urinary symptoms, severe pain, and urinary retention. The patient underwent a cystoscopy, and it was identified they had an elevated middle lobe. Pharmacological treatment was administered, and a catheter was inserted was inserted to improve urinary retention. Later, the patient had expulsion of necrotic prostate tissue measuring 3 1/2 centimeter in length and 2 1/2 inches in diameter. Therefore, patient went to the emergency room to consult again. The patient is under monthly follow-up with a different urologist. It was noted that in the last cystoscopy identified, an obstruction, an elevated middle lobe, and a 30g prostate gland.